Event description:
It was reported that during the implant procedure, the patient was in shock state and blood pressure declined to approximately 40 from 120. Perforation due to lead was suspected. The patient recovered with medication afterwards and was in stable condition. The patient was transferred to a university hospital just in case. The following day, a lead revision was performed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.